Manufacturer narrative:
The reported product problem for leakage was confirmed. The leakage occurred through 2 cuts in the tubing area near the inlet port of the filter. The filter did not leak. The probable cause for the cuts in the tubing is due to a sharp instrument. The photograph and the manufacturing area was reviewed by the manufacturing site and it was determined that this type of damage to the tubing did not occur during the manufacturing process. The DHR review also did not identify any relevant non conformances that would have contributed to the reported complaint. The source of the observed damage to the tubing cannot be determined, however this damage would have occurred outside of the possession of ICU medical. A DHR lot# 3800410 and relevant components review was conducted and there were no relevant non conformances that would have contributed to the reported complaint. Additional information can be found in MFR site.

Manufacturer narrative:
The device is expected to return for testing and investigation; it has not yet been received.

Event description:
The event involved a customer report of leakage at the level of the filter on the tubing of a transfer set, during infusion of an unknown chemotherapy. There was a reported delay in therapy and chemo exposure, however, there was no need for medical intervention and no clinical consequences for patient or operators.